Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot. Add'l info was requested 07/31/2007, 08/14/2007 and 08/21/2007 by phone, fax and mail. A completed questionnaire has not been returned.

Event description:
Since one day post-operatively following intraocular lens (iol) implant surgery, a consumer reports a gray shadowing in her temporal periphery. The consumer was referred to a retinal specialist, who found nothing unusual. Add'l info, including pt status, has been requested.